Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since the patient had the implantable neurostimulator (ins) implanted, the patient started having significant issues of depression. Caller reported that the patient would not want to get out of bed and is experiencing mental anguish. Caller also reported that they met with a psychiatrist and were provided medication, but the medication was not helping. Patient rep also stated that they met with the neurologist, and the hcp does not believe that the dbs has anything to do with the patient's depression. Caller stated they were not sure if the stimulator was close enough to something in the patient's brain that might have caused her depression. Caller stated that the dbs was implanted to help with the patient's central tremors and the patient's tremors did decrease significantly, patient stated they were told when they met with the hcp that the symptoms of the patient's tremors had decreased 85%. Patient rep stated they would rather have the patient experience tremors than the patient's current situation. Patient rep wa nted to know if they could turn the stimulation off and see if that helps. Agent reviewed and redirected patient to their hcp. Patient rep stated that the ins was turned on when the battery was implanted but the ins had not been programmed yet. Caller stated they had an appointment next thursday to have the ins programmed. Caller stated they will wait for the appointment and see if they could either turn the stimulation off or reprogram the device so the patient could turn down the stimulation and see if that would help with the patient's depression. Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient has struggled with depression ever since the device was implanted. Caller stated that they have been back to healthcare provider (hcp) for programming and they were told by the neurology people that the device didn't cause depression, but they are 3-4 months out and the patient is still having severe depression. Caller said the only thing different before and after the implant was the tremors and they don't know if it's the device or the anesthesia, but the patient's tremors are not getting any better. Caller mentioned that patient has been hospitalized twice for depression about a month apart and they are still not getting much relief from the medication. Caller also said the patient was sent to the emergency room for a psychological evaluation for the depression and they told the patient they were not suicidal. Caller wanted to know how to turn the device off, but patient was not with them at the time of the call. Agent reviewed information and emailed instructions to caller. The patient was redirected to their healthcare provider to further address the issue.